Event description:
The customer stated that when they were changing the reservoir and got to a certain point, the screen of the reservoir froze. The customer stated that the screen was not completely blank. The customer's blood glucose was 99 mg/dl. The customer was unable to change the battery because, they were not home. Later, the customer called back and stated that they replaced the battery and the insulin pump started alarming button error and the customer's bold glucose was 462 mg/dl. The customer treated with a back-up plane. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.